Event description:
Patient completed a research study on the medtronic minimed infusion pump for delivery of remodulin for his pulmonary arterial hypertension. He transitioned onto medtronic minimed pumps available commerically. Two mos later,the patient's mother reported the patient was placed on medtronic minimed pump at 19:00 prior to a family outing to a ball game. Mom reports that the patient was "tired and crabby." They came home, and he went to bed at 23:00. The patient awakened screaming at 23:30, went into his parents' room, and collapsed. Mom states he was blue and ice cold from the shoulders to finger and thighs to toes. Patient's heart rate was 150-180 and oxygen saturations were low. She does not recall the exact oxygen saturation. Patient ws screaming "just give me my medicine." Mom switched patient to back-up minimed pump and he recovered within minutes of receiving his remodulin medication. The patient's mom examined the minimed pump started at 19:00 after her son had recovered and reports the pump looked like it was working properly; however, it was not making the usual clicking noises. Mom stated that she called supplier and was told the pump had a "static shock" and "shut down." The patient's mom states that this made sense to her since the patient had been wearing microfiber shorts to the baseball stadium with the minimed pump in the pocket of his shorts. The representative instructed her to have the patient keep the minimed pump in the provided leather case with the blue lining as the blue lining is an anti-static guard.